Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family member that since implant several weeks prior there was a "jerking motion" in the patient's stomach, and when touched a thumping was felt. The patient was seen at the clinic and the right ventricular (rv) lead thresholds were high and the patient was experiencing diaphragmatic stimulation. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.